Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A charge test was performed and passed. A boot test was performed and failed, due to perpetual rebooting. The receiver log was not downloaded and reviewed due to the receiver powering on but not communicating with global. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.